Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital due to infection at the incision site. It was also reported that the patient was experiencing weakness at the leg and was also admitted in the rehabilitation facility. The physician did not believe it was device related.